Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ message was received after 7 days of wearing the adc freestyle libre 2 sensor. The sensor stopped working and the customer was not able to monitor their blood glucose and therefore experienced unspecified symptoms of hyperglycemia. The customer¿s wife provided an unspecified dose of insulin as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A caller reported receiving a ¿replace sensor¿ message was received after 7 days of wearing the adc freestyle libre 2 sensor. The sensor stopped working and the customer was not able to monitor their blood glucose and therefore experienced unspecified symptoms of hyperglycemia. The customer¿s wife provided an unspecified dose of insulin as treatment. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on based on returned product download. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.